Event description:
During process of declotting graft, #3 fogarty used. Balloon burst when removing from graft. Balloon portion retained. Traveled to right lower lung base with embolization of small branch. Pt was notified of balloon retention. Surgeon notified.